Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The workshop service engineer reported that this defibrillator had a failure to discharge during testing. There was no patient involvement.